Event description:
It was reported by the user site that during an affirm breast biopsy guidance system procedure on (B)(6) 2026, the device needle struck the detector when fired. The user site reported that during device troubleshooting, the first needle would not mount to the holster, and after installing a second needle, the needle was not fully armed. The user site reported that the inferior breast was also nicked when the needle pierced the detector, and a bandage was required. The user site reported that the procedure could not be completed, and an additional incision was required upon the patient¿s return. Hologic technical support (ts) reported that a case review confirmed the needle was never seen in a pre-fire position. Ts reported that the needle cannula was visible in the pre-fire position, which they stated should not occur. Ts reported that the z-axis was malfunctioning, with qas failing with the z axis at 7.0. A hologic field service engineer (fse) was dispatched to investigate the system and determined that the z-axis potentiometer required replacement. The fse replaced the z-axis potentiometer, performed all required calibrations and image quality testing, and replaced the breast platform to allow continued mammography usage of the selenia dimensions without the affirm breast biopsy guidance system. No further information is currently available.